Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The events occurred within 3 or more hours after insertion. The infusion set in use for 9 hours and was inserted in abdomen. Patient's blood glucose level was 27mmol/l. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.